Event description:
It was reported that during a surgical procedure at the user facility, the tip of the device fractured and disassembled. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device has not yet been returned for analysis.